Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the event was not determined. It was further stated the patient had passed away due to ¿other diseases.¿ it was confirmed with the doctor that the death was not related to the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017 due to a brain tumor resection. Following the operation, the patient was hospitalized for a ¿long period of time.¿ it was stated the patient¿s eyes were ¿invisible¿ and they experienced an occasional fever. As of (B)(6) 2018, the patient was experiencing vomiting and could not eat. At the time of this report, the patient was hospitalized and was being administered a ¿nutrient solution.¿ it was suspected the patient may not be able to eat due to their intracranial pressure.